Event description:
It was reported the patient had their extensions replaced. It was stated that, "about two months" prior to report, the patient felt a one-time shocking sensation in her side. No falls or trauma were associated with this event. Impedance readings on the left extension were >10000 ohms. Both extensions were revised at the health care providers discretion because the hcp noted that both extensions were twisted. The patient never lost therapeutic effect. It was also noted two sutures at the head of the battery had broken, and the battery was resutured. The revision was successful and the patient recovered without sequela.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ lead product ID 37743 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ programmer, patient product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ extension product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ extension. (B)(4).